Event description:
The patient underwent an interventional procedure with left femoral artery access under local anesthesia. Angiography identified severe stenosis of the right iliac artery. Pre-dilatation of the lesion was performed using 4×80 mm, 6×80 mm, and 8×80 mm balloon catheters; residual stenosis persisted. An astron 10/8070 stent was deployed in the right iliac artery. Upon withdrawal of the stent delivery system, angiography revealed a stent fracture into two pieces. The patient remained asymptomatic with no reported discomfort. A second astron stent was subsequently implanted to press the fractured part against the vessel wall. Final angiography demonstrated restored and unobstructed blood flow. The procedure was completed without further complications. The patient was eventually discharged home.